Event description:
Per the clinic, the patient developed an infection around the implant site. The patient was treated (details not made available), however, this did not alleviate the problem. The device was explanted in (B)(6) 2011 (date not reported). Reimplantation is planned but has not taken place at the time of this report january 6, 2012.

Manufacturer narrative:
The device is not available for analysis. This report is filed january 16, 2014.

Manufacturer narrative:
(B)(4).